Event description:
It was reported that 4 days after a coronary artery drug eluting stenting treatment procedure, a thrombosis occurred. Four taxus stents were placed in a diffusely diseased rca. One stent was placed at the ostium, 3 stents were placed at the bifurcation of the pl and pda. At the bifurcation, the lesions were predilated with a 2.0 mm x 15 mm maverick balloon. The first taxus stent deployed was a 2.5 mm x 20 mm. The second taxus stent was a 2.5 mm x 24 mm. The third taxus stent was a 2.5 mm x 12 mm. The stents were postdilated starting distally and moving more proximally using a 2.75 mm x 20 mm nc monorail (mr) balloon. At the ostium, a taxus 2.75 mm x 32 mm stent was deployed without predilation. The stent was post dilated with the same nc mr as the bifurcation lesions. Four days after the procedure, the pt began experiencing acute chest pain at home. The pt presented to the cardiac cath lab with acute mi. The dr found a thrombus in the ostium of the rca. The pt was given IV atropine, reopro, dopamine, and reglan. The pt was placed on a balloon pump. There was a balloon dilation intervention to open the artery in which results were marginal. The pt is listed as in stable condition. Same case as MFR# 6000093-2004-00110, 00112, 00113.